Manufacturer narrative:
A product investigation was performed. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located within the drive shaft helix. The helix is intact. The shaft portion of the device is slightly bent. The device has minor surface wear which does not impact functionality. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. (Reamer/irrigator/aspirator (ria) technique guide) the relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event when the device broke is unknown. Malfunction noted on (B)(6) 2017. Additional device product code used hrx. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 314.743, lot# 15683-01. Supplier: (B)(6)., release to warehouse date: (B)(6) 2008. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the tip of a reamer aspirator irrigator drive shaft was broken prior to use during the implanting of a femoral nail. Reportedly, prior to the start of the surgery the tray was inspected and the device malfunction was noted. The surgeon was alerted prior to the procedure as the ria drive shaft was to be used for collecting bone graft material, if required. There reportedly was no alternative device available at the hospital. The surgeon opted to perform the surgery as planned but during the surgery it was found that the bone graft was not required. As such the complained device was not required for use during the surgery. This report is for one (1) drive shaft-minimum 520mm length for use with ria. This is report 1 of 1 for (B)(4).